Event description:
I purchased a pair of abbott binaxnow covid-19 ag card from emed (lot number 141579, original assembly date 2/4/2021, original expiration date 9/29/2021, extended expiration date 12/29/2021). I used the emed proctoring service for this. When I was asked to dispense 6 drops of reagent fluid into the card, I noticed that the small white plastic reagent bottle was completely empty. I opened the second kit (same lot number, etc.) The bottle in that kit was also empty, full of air. I proceeded with testing anyhow because I was hoping it would work. The test, not surprisingly, did not work. Because of this, I had to scramble to find a testing center, which cost me time and a few days of work. I suggest that FDA look into this matter to make sure this problem is not just an isolated incident. Thanks. FDA safety report ID# (B)(4).